Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. A physician at the hospital reported that the patient was driving his car, and the cgm sensor value was 4.0 mmol/l. He drove off the road and crashed his car. He was hospitalized and his blood glucose was approximately 1.0 mmol/l. It was stated that there were no lows on the cgm at the time. No details of any treatment or outcome were provided. Additional attempts by technical support to reach the reporter for further details were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 05/26/2022 and 06/02/2022. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was driving his car, the cgm sensor value was 4.0 mmol/l, and there were reportedly 'no lows' on the cgm. He drove off the road and crashed his car. He has hypoglycemia-unawareness, had no symptoms before the accident, and did not lose consciousness. Paramedics were called and when they arrived the bg was 1.7 mmol/l. Glucose IV was given and the patient was taken to the hospital by ambulance and admitted. The patient reported that no cgm alerts were provided, and the cgm sensor value was stable at just above 4.0 mmol/l. During the stay in the hospital the discrepancy between the cgm sensor values and the capillary bg values was 2.0 mmol/l or slightly more despite calibration. The patient remained hospitalized from (B)(6)2022. At the time of follow up the patient was in excellent condition and was verifying his cgm values with fingerstick bg measurements. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)